Manufacturer narrative:
Cardiogenic shock. Device not returned.

Event description:
It was reported that the patient has expired due to cardiogenic shock. It is unknown if the death was device related. It was additionally reported that a second device, model# 3000tfx, was explanted. Refer to MFR # 6000002-2008-09301. No further details were provided. Information learned per response from surgeon.